Event description:
This report is based on information provided by philips distributor and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the device is unable to start. The device was not in clinical use at the time the issue was discovered. There was no reported patient impact / injury. The field service engineer onsite checked and confirmed a boot error because the device has not run self-test in long time. The field service engineer ran a self-check to solve the issue. The device was returned to full functionality. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.